Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a critical pump error 53 alarm (software error detected). The customer reported on the hyperglycemia event. The event involved product(s) mmt-1886. Troubleshooting was not performed. It was unknown whether the customer was using an insulin pump system within 48 hours of the reported high blood glucose event and the auto mode/smart guard feature was active or not at the time of the reported event. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
Pump passed the functional tests, including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Successfully utilized thump to download history files and trace files. Pump error 53 (file number = (B)(4), line number =63521) alerted on (B)(6) 2025 04:34:33.000. Per software engineer log it was determined that pump error 53 was generated due to exception on main mcu - suspecting the hw (bum). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: scratched case. Pump error 53 was confirmed through the pump history download due to a hardware error. Problem isolated electronic stack. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.